Event description:
--

Manufacturer narrative:
The lead is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was unremarkable for any lead abnormalities. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Final analysis was unable to confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was an attempted implant due to consistent shocking impedance measurements greater than 125 ohms. The lead was disconnected and reconnected to the associated device and the same measurements were obtained. It was noted that the patient is grossly overweight which may have accounted for the out of range measurements. No adverse patient effects were reported.